Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during inspection of the device, the duodenovideoscope had foreign material in the channel tube and in the distal sheath adhesive. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned for investigation. Upon evaluation of the device, the reported issue was not confirmed. However, foreign material attached to scope and bending section cover was observed. Based on the results of the investigation, the foreign body could not be identified. The cause of the foreign material remaining could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Labelling the suggested event is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection IFU states the preventative measures in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope olympus will continue to monitor the field performance of this device.